Event description:
It has been reported to philips that the allura system locked up and would not emit x-rays. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the 24vdc power supply for the m-cabinet that powers the fdc(flat detector controller) and the collimator was damaged. Review of the system log file showed collimator, geometry, image processor, image detector and ui devices errors and warning at startup of 12.50. The fse replaced the faulty power supply. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.